Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty. I received a depuy system acetabular shell pinnacle 50 mm outer diameter, an acetabular liner, neutral cobalt chrome, the femoral component is a summit press-fit #3 with standard offset neck, and the femoral ball was 36 mm diameter, +1.5 neck length. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device I've experienced severe pain and difficulty with my right thigh and right hip area. I also feel extreme discomfort when walking. Following the implantation of the pinnacle hip, I developed a severe infection. On (B)(6) 2008, I underwent a removal of my pinnacle device and an antibiotic prostalac component was implanted into my right hip. Eventually, on (B)(6) 2009, I underwent the second part of my revision surgery to remove the temporary antibiotic device and replace it with another hip implant. The metal liner was replaced with a polyethylene component. Diagnosis or reason for use: osteoarthritis, right hip.